Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of over 500 mg/dl. The blood glucose at the time of the incident was below 600 mg/dl and current blood glucose was 510 mg/dl. Customer treated high blood glucose with shots. Based on customer report customer does not allege pump was under delivering. The drive support cap appears normal. Customer declined to continue pump troubleshooting. Customer advised to change entire set, reservoir and insulin and treat per healthcare professional instructions. The device will not be returned for analysis.